Event description:
It was reported that a pump has a constant air in line message. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom constant air in line alarm caused by a failed upstream sensor. The ultrasonic sensor and ultrasonic pusher were replaced.